Manufacturer narrative:
Result of investigation: vyaire medical was able to verify the customer's reported issue. Log file and screen shot of service screen revealed a leaking inspiration valve nt. To resolve the issue inspiration valve needs to be replaced.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. However, the log files and screenshots of the device have been sent. A vyaire technical support reviewed all the information given by the customer and provided recommendations. The customer found that there was a lot of dirt in the inspiration port. After cleaning, the step motor failed, the customer replaced the step motor. The unit was tested without problems. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 ventilator triggered alarm 401 (inspiration valve or device leaky). The customer confirmed that there was no patient involvement associated with the reported event.